Event description:
Based on info reported to davol: (B)(6) 2011 - the pt underwent an explant of a composix kugel mesh due to an "adverse event" involving the mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event. No medical records have been received, no specific device failure has been alleged and no lot number has been provided. We have contacted the initial rptr to request additional info. The mesh was returned and evaluated. There was some tissue attachment into the mesh side of the patch, which is indicative of ingrowth. The patch was misshaped, not completely oval. This was due to one section of the patch being curled up toward the center/mesh side of the patch. The patch had been mechanically fixated with tacks that were visible over most of the device. No tacks or fixation holes were observed in the area of the patch that was curled up. The ring was broken adjacent to the weld. However, there is no way to determine if this was a result of the explant procedure, the handling or the manual evaluation of the device. There is no way for us to conclusively determine why the explant procedure was performed by looking at the patch. Without additional info, no conclusion can be drawn.